Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an intermittent cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose level of 500-550 mg/dl with high ketones. The customer received assistance from the school nurse who administered a manual injection of insulin. Customer reverted to an alternate form of insulin therapy.